Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a driveline disconnect and pump stop event on (B)(6) 2025. The patient was noted to be admitted at the time. The patient was noted to be asymptomatic. Log files review was requested which revealed a driveline disconnect event on (B)(6) 2025 at 19:39:30. The driveline was reconnected 12 seconds later.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm was confirmed via the provided log file. The log file captured a driveline disconnect alarm on (B)(6) 2025 at 19:39:30, and the patient¿s pump stopped shortly after the alarm occurred. The driveline was observed to have been reconnected approximately 2 minutes later, followed by the pump ramping back up to the set speed, and no other notable events were observed. The system controller (serial number (B)(6)) was not returned for analysis. Available information for this event indicates that the cause of the driveline becoming disconnected was unable to be determined, and that no adverse patient effects occurred as a result of the event. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and the heartmate 3 lvas instructions for use section 2 ¿system operations¿ instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are also warned to not perform a system controller exchange without the aid of a trained, competent caregiver. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ and the heartmate 3 lvas instructions for use section 7 ¿alarms and troubleshooting¿ instructs users on how to identify and respond to alarms that sound from their system controller, including alarms associated with driveline disconnect conditions. The heartmate 3 patient handbook, section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported the patient had been admitted due to left ventricular assist device (lvad) implant and had not yet been discharged at the time of this event. The hospital was unable to provide any additional information regarding the cause of the driveline disconnect. The patient was noted to be asymptomatic and suffered no adverse effect due to the event.